Event description:
A pump registered an altitude alarm, but there was no adverse impact on the customer's blood glucose level. Customer service instructed the caller to clean the speaker holes and reconnect the cartridge, and after following these instructions, the issue persisted. The caller was able to load a new cartridge, and the pump resumed normal operation, indicating the original cartridge did not vent properly. The customer acknowledged the resolution, with no further recurrence of the alarm.